Event description:
The international customer reported the ventilator would not power on. The device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers service technician reported the power supply was replaced to address the reported problem.